Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available (device was discarded). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a vascular perforation, hypotension and bleeding occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The physician gained femoral vein access. The sheath was successfully advanced into superior vena cava (svc) over a guidewire. Upon insertion of a non-boston scientific intracardiac echocardiography (ice), the physician felt some resistance and had issues advancing catheter up to the heart. Anesthesiologist soon noticed blood pressures were dropping and contrast was used to confirm that the ice catheter had punctured the iliac vein. At this point, the ablation procedure was abandoned and a vascular surgeon was called to insert a covered stent, which was done successfully. The patient was admitted for overnight care. The patient has fully recovered and has been discharged. The physician did not note any resistance advancing the sheath to the svc, and he was certain that the sheath was not the cause of the complication. The farawave catheter was not inserted into the body at any point. The device is not expected to be returned for analysis (disposed).